Event description:
Healthcare professional (hcp) reported the 1550 device was being transported from an elevator when the rear wheels were caught in the gap of the elevator door. Hcp reported when hcp attempted to maneuver device over the gap the wheel broke off. Per hcp, no pt or employee injury and no medical intervention was necessary as a result of this event.